Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Initial reporter: the phone and email address of the initial reporter are not available / reported. Device evaluated by MFR: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 1226348-2019-00908. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure to treat an intracranial stenosis of the middle cerebral artery (mca), after the 150cm x 5cm prowler select plus microcatheter (606s255x / 30026755) was placed at the target position, the physician inserted the 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 10944216) into the microcatheter attempting to advance it through the microcatheter and found it hard to push or withdraw the stent; the stent did not reach the target lesion. As a result, the physician withdrew the microcatheter from the patient¿s body. When the microcatheter was out of the patient, the physician observed that it was ¿wrinkle.¿ information related to the specific location of the position of the wrinkle was not obtained. It was reported that the issue related to the enterprise stent advancement and withdrawal occurred near the reported location of the wrinkle on the microcatheter. Adequate and continuous flush was maintained through the microcatheter. The physician used a new stent and a new microcatheter to complete the procedure. There was no report of any patient injury or complication as a result of the reported event. The enterprise stent is reported to be available to be returned for evaluation.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on 6/5/2019. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 1226348-2019-00908 . The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to document the result of the analysis of the production records for lot 30026755. A review of manufacturing documentation associated with this lot (30026755) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 1226348-2019-00908 . The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the procedure to treat an intracranial stenosis of the middle cerebral artery (mca), after the 150cm x 5cm prowler select plus microcatheter (606s255x / 30026755) was placed at the target position, the physician inserted the 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 10944216) into the microcatheter attempting to advance it through the microcatheter and found it hard to push or withdraw the stent; the stent did not reach the target lesion. As a result, the physician withdrew the microcatheter from the patient¿s body. When the microcatheter was out of the patient, the physician observed that it was ¿wrinkle.¿ information related to the specific location of the position of the wrinkle was not obtained. It was reported that the issue related to the enterprise stent advancement and withdrawal occurred near the reported location of the wrinkle on the microcatheter. Adequate and continuous flush was maintained through the microcatheter. The physician used a new stent and a new microcatheter to complete the procedure. There was no report of any patient injury or complication as a result of the reported event. The prowler select plus microcatheter was returned for evaluation. The evaluation finding is documented below. Investigation summary: the non-sterile prowler select plus microcatheter was received contained in a pouch with the 4.5mm x 28mm enterprise stent device component. Visual inspection was performed. The hub did not appear damage. The catheter body was observed kinked / bent at 45cm and 132cm from the proximal end. The distal tip was also observed to be kinked / bent at 149cm from the proximal end. The dimensions of the returned microcatheter were measured. The inner diameter (ID) and outer diameter (od) were within specifications. The hub ID was 0.0215¿; specification = 0.021¿ minimum. Distal ID was 0.0215¿; specification = 0.021¿ minimum. Actual microcatheter od (45cm from distal end) was 0.0349¿; specification = 0.0375¿ maximum. Actual microcatheter od (5cm from distal end) was 0.0295¿; specification = 0.032¿ maximum. Functional test was performed. A lab sample 0.018¿ guidewire was introduced in to the prowler select plus microcatheter. The guidewire became stuck at 44cm from the proximal end. The prowler select plus microcatheter underwent x-ray and the guidewire was observed obstructed near the kinked / bent section. A cut was made at this kinked / bent section and the area was found to be occluded by saline crystals. A review of manufacturing documentation associated with this lot (30026755) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The initial visual inspection confirmed the issue reported in the complaint that the enterprise stent had difficulty during advancement through the microcatheter; the functional test found the kinked / bent area was occluded with saline crystals. The presence of the saline crystals indicates that continuous flush may not have been maintained during the procedure. The instruction for use (IFU) states that the microcatheter requires a continuous flushing during the procedure in order to maintain the lubricity of the coating. The presence of the saline crystals suggests that continuous flush was not maintained during the procedure and as a result, the enterprise stent encountered issue during advancement through the catheter; excessive force may have been inadvertently applied which may have caused or contributed to the kinked / bent areas noted on the body and the distal tip of the microcatheter. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 1226348-2019-00908. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.